Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain and discomfort at the pocket site. It was noted that the patient had the original pocket site at the back left side but due to complications another surgery (MFR report #: 3006630150-2016-01331) took place and the implant was placed at the back right side of the patient. The patient reported experiencing burning sensations at the pocket site when charging and was experiencing what the patient calls "zaps". The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain and discomfort at the pocket site. It was noted that the patient had the original pocket site at the back left side but due to complications another surgery (MFR report #: 3006630150-2016-01331) took place and the implant was placed at the back right side of the patient. The patient reported experiencing burning sensations at the pocket site when charging and was experiencing what the patient calls "zaps". The patient will undergo an explant procedure.

Manufacturer narrative:
The sc-1132 ((B)(4)) device evaluation indicated that the device passed all tests performed. The source of the pain at the battery site was not determined. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the device history and sterilization records did not find any anomalies or deviations that potentially relate to the reported event. The source of the unexpected automatic stimulation outcome was not determined. Impedance measurements were within the expected range with known good test leads. X-ray/borescope inspections of the ipg header found no anomalies. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct, and consistent on all the electrodes. The complaint of warming sensation when charging was not determined. In the patient profile, the maximum charging was 39.301 °c within the limit. The maximum charging temperature in the lab (with optimal distance) read 41.605 °c. The patient profile and the test data revealed no anomalies. Sc-8836-50 ((B)(4)) device evaluation indicated that the lead body was cut, and only the four proximal tails were returned. The damage was similar to the typical explant damage and was not considered a failure. X-ray inspection found no other anomalies.

Event description:
A report was received that the patient was experiencing pain and discomfort at the pocket site. It was noted that the patient had the original pocket site at the back left side but due to complications another surgery (MFR report #: 3006630150-2016-01331) took place and the implant was placed at the back right side of the patient. The patient reported experiencing burning sensations at the pocket site when charging and was experiencing what the patient calls "zaps". The patient will undergo an explant procedure.